Event description:
A nurse reported during intraocular lens (iol) implant procedure, the surgeon noticed that the lens damaged. The lens was explanted during initial procedure without any harm to the patient. There are five medical device reports associated with this complaint. This report is 5 of 5. Additional information has been received stating lens was scratched and switched lot numbers of cartridges after having issues with 2 on this patient. Issue was then resolved. Surgery was completed.

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. The lens has small splits along the edge of the optic. Small scratches are observed on the lens. The reported cartridge was not returned for evaluation. The reported cartridge was not returned for evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. The file does not indicate what model of company cartridge that was used. The file also indicates an unspecified handpiece. No information was provided regarding what viscoelastic was used. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The reported cartridge was not returned for evaluation. The lens was returned for evaluation. Lens damage was observed. All lenses are 100 percentage % inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. It is unknown if qualified products were used. Company foldable intraocular lens (iols) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The instruction for use (IFU) IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company IFU: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The file will be reopened if additional information is provided. The manufacturer internal reference number is: (B)(4).